Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps its broken. There were no report of patient involvement and no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a loose pitch cable at the back end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Functional testing was performed, and the instrument failed the intuitive motion test. Imprecise motion was observed in the pitch direction. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Additional observation(s) related to customer reported complaint: the instrument was installed on an in-house system and driven. The instrument passed the recognition and engagement tests. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. Root cause attributed to loosen pitch cable at the back end. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.

Event description:
Refer to h11 for follow-up information.